Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead exhibited intermittent capture, even at maximum output. During lead revision procedure, a stylet could not be inserted fully into the lead, so the lead was removed and replaced. The patient was stable post-procedure.

Manufacturer narrative:
Final analysis found a complete lead returned in one piece. The damage found was sustained during surgical procedure. The lead was otherwise normal.